Event description:
Customer alleges false positive troponin (tni) results with meter: pt is a (B)(6) man presenting with chest pain. Whole blood collected into edta and run on meter ((B)(6) 2012): ckmb = <1.0, myo = 35.6, tni = 1.52 ng/ml. Same pt sample was run again on meter 2 days later ((B)(6) 2012): ckmb = <1.0, myo = 47.8, tni = 2.01 ng/ml. Physician wanted to send pt to hospital, "but he did not want to go (he had learning difficulties)." Blood sample was sent to lab for serum troponin which came "normal" at <20 ng/litre.

Manufacturer narrative:
Investigation pending.